Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that cardiac arrest occurred. The target lesion was located in the moderately tortuous and mildly calcified left main trunk (lmt). Following the introduction of an intra-aortic balloon pump (iabp), clot suction with a non-bsc thrombus aspiration catheter and pre-dilatation with a 15x2.5mm non-bsc balloon catheter were performed. Subsequently, a 4.00 x 24 synergy drug-eluting stent was implanted to treat the target lesion. However, positioning for implantation of the stent took a while and during which, the heart stopped. A percutaneous cardiopulmonary support (pcps) and respiratory system were then introduced. The procedure was completed by performing kissing balloon technique (kbt) with a non-bsc balloon catheter and the stent delivery system of the synergy stent on the left circumflex (lcx) artery. No further patient complications were reported and the patient's status was good.